Event description:
It was reported that the device frequency was out of tolerance when set at 20 bpm during customer?s acceptance test. They tested the frequency at 10 bpm, 15 bpm, and 30 bpm as per service manual and found the results within tolerance. However, customer tested it at 20 bpm as per the table in p.63 of user manual and obtained a result of 14.69 which is out of tolerance (+- 20%). We found the same result with tsi 4081 certifier fa+. Additionally it was reported that after collection from customer for RMA, another issue occurred that the device lost cycle and kept venting gas at airmix 50 but became normal again after switching airmix to 100%. Unsure if this is intermittent or related to parts-fitting issue that might be affected by transportation.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was returned is good physical condition. When tested for the user manual settings at frequency twenty (20) the reading was fourteen point seven (14.7) bpm (beats per minute) which is marginally below the limit of sixteen (16) bpm. However, the reported issue of continuous flow was not found after intensive testing. Due to the nature of the pneumatic device, there are non-linearities and interactions between the controls. The standard test points defined in the service manual, all of which were within limits, confirm performance across the operating range. The absolute measured values are sensitive to the precision of settings against the dials. The manner of use of the device requires constant observation of the patient?s condition and qualitative adjustment of the controls as necessary to maintain adequate ventilation. The numbered dials are an aid to this process, not an absolute scale of values, and the small deviation in measured values is not considered to constitute any risk to patient safety or a functional failure. No action to be taken or repair required.